Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell, underweight, part of the shell is missing. A microscopic analysis was performed which identify, sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Wear abrasion. Based on the device analysis, the final assessment is: a sharp broken on radius assessed, as unidentified (tear) opening. Missing shell assessed, as inconclusive.